Manufacturer narrative:
The impella device was received from the customer and¿an investigation of the device is ongoing. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿cautions. Physicians should exercise special care when inserting the impella catheter in patients with known or suspected unrepaired abdominal aortic aneurysm or significant descending thoracic aortic aneurysm or dissection of the ascending, transverse, or descending aorta.¿

Event description:
The user facility reported a 63-year-old male undergoing cardiac surgery was implanted with an impella cp device for mechanical circulatory support. The us complainant had placed a 14 french sheath to deliver an impella cp to support a patient in need of a high risk percutaneous coronary intervention (hrpci). The team first had to treat the impella accessed iliofemoral anatomy with shockwave. The impella cp was successfully delivered. However, the vessel was dissected. The team instead placed a long 45 centimeter sheath to the dissected anatomy. The vessel still has flow with the sheath.

Manufacturer narrative:
The investigation into the vascular damage - peripheral vessel issue has been completed since the initial report was submitted. The device was returned, visually inspected, and tested. Product evaluation confirmed that the peel away sheath had not been split. There were multiple kinks found along the introducer sheath. The most likely cause of the peripheral vessel vascular damage was use related as there were no vessel conditions and the sheath was left in place and kinked.